Event description:
During coronary artery stent placement by cardiologist, the stent was maldeployed. The stent was unable to be retrieved with a snare and the pt had to undergo a two vessel revascularization to retrieve the device.